Event description:
Surgery done for removal of broken clavicle plate and screws. Patient states she did not experience a direct injury causing the plate to break. After she experienced a pop and significant pain, she presented to the clinic and hardware failure was identified.